Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital for gastrointestinal (gi) bleeding. Status post, patient was transfused 6 units of packed red blood cells and 2 units of fresh frozen plasma. An esophagogastroduodenoscopy was performed; however, the results were unavailable. Additional information was requested, but not provided.

Event description:
On (B)(6) 2018, it was reported that the patient presented to the emergency department (ed) after having a syncopal episode. The patient has been feeling weakness, lightheadedness and fatigue for the past 2 days and had one episode of vomiting. The patient¿s hemoglobin was 4.1 g/dl and hematocrit was 13.8. The patient was transfused 2 units of packed red blood cells (prbcs) in the ed and was admitted to the hospital. The patient then received 2 units of fresh frozen plasma. On (B)(6) 2018, the patient had a bone marrow biopsy and results came back negative. The patient received 2 additional units of prbcs and their hemoglobin rose to 10.7 g/dl and hematocrit rose to 32.7. And had 2 more units of prbcs resulting in 6 units total during the admission and 4 units given within 24 hours. On (B)(6) 2018, an upper gi endoscopy was performed that showed a lymphangiectasia in the duodenum. On (B)(6) 2018, a video capsule endoscopy, showed a lymphagiectasia in the proximal jejunum that was not clinically significant. There was no source of bleeding identified. The patient¿s hemoglobin and hematocrit remained stable during admission. On (B)(6) 2018, the patient was discharged home with a hemoglobin of 11.4 g/dl and hematocrit of 34.7. Aspirin was discontinued. No additional information was provided.